Event description:
It was reported that patient system controller date/time was not set and was showing (hoping to be false, according to the site) pump stop alarms. Upon interrogation, the correct date and time was set and there was no alarm seen. There were only low voltage and no external power alarms. The log file did not capture the reported pump stop as the log file has been overwritten by newer incoming data. Both the periodic and event log files captured system controller clock corrupt events. The log file captured several no external power alarm(s) and multiple other associated alarm types on unknown dates. This was caused by power to the mobile power unit (mpu) being briefly interrupted. There was no interruption in pump support during these events. The no external power alarms occurred on mpu and not when it was attempted to go from battery to mpu. The pump stopped with the date on the tablet being (B)(6) 200 up to (B)(6) 2000 could not be determined as the system controller was not operating once a total loss of power occurs. The time between the total loss of power when the pump stopped and system controller stopped and when the system controller was powered back up cannot be determined. After the power was restored to the system controller the clock started running again and can be confirmed that the system controller was powered back up on (B)(6) 2026. The cause of the alarms/events identified to be due to pump was off and was resolved when the emergency medical services (ems) placed patient on fully charged batteries.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files captured events consistent with a pump stop event occurring which was associated with loss of power to the left ventricular assist system (lvas) (serial number (B)(6); however, a specific cause for the pump stop event could not be conclusively determined through this evaluation. Periodic log files were submitted for evaluation. Data was captured at intervals of 24 hours. Relevant data was reviewed. The log file captured the pump clock being reset to a default timestamp after the previous timestamp of (B)(6) 2026. This data indicates that a complete loss of power event occurred within 24 hours of the timestamp captured on 24may2026 which caused the pump to stop and the pump clock to reset. This data is consistent with the timing of the controller clock being reset. The pump otherwise operated as intended within the expected speed range throughout the data capture. The patient remains ongoing on (B)(6) with no further events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies, which includes instructions in the event the pump stops. The IFU and patient handbook also warn of events that may cause the pump to stop and how to prevent pump stops from occurring. Furthermore, the patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.